Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) male with inph on (B)(6) 2016. The initial setting was 5. Although the ventricles of the patient's brain became smaller one day after implantation, they were gradually becoming larger afterward. The surgeon changed the setting from 5 to 4 to 3, but the patient's condition was getting worse from images, and also the reservoir did not return to the original shape when pumped. Therefore, the device was removed on (B)(6) 2016, and the patient is currently being monitored. The setting of the removed valve was 3. The surgeon commented that bleeding probably caused the valve occlusion because the removed valve and proximal catheter were filled with blood.

Manufacturer narrative:
Device evaluation: device available for evaluation, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was not visible but was controlled with the certas tool as setting 3. The valve was hydrated for 24 hours. The valve was visually inspected: biological debris was noted inside the needle chamber the valve mechanism and the siphon guard. The valve was tested for programming. Failed the cam mechanism did not move. The valve was flushed, an occlusion was noted. The valve was leak tested, leak from the needle hole in the needle chamber. The catheters were irrigated, no occlusion was noted. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering the all of the valve mechanism. Review of the history device records confirmed the valve product code 82-8805, with lot cvbcjb, conformed to the specifications when released to stock in 11th march 2016. The root cause of the problem is due to biological debris found covering all of the valve mechanism. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.